Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The impella pump was returned for investigation. Visual inspection of the returned pump revealed the presence of biomaterial on the impeller within the cannula. No other damage or abnormalities were found. It was determined that the cause of the low pump flow was ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was no flow, despite normal motor current, normal pressure signal and normal aortic signal. It was noted that the left ventricle curve was decreased; a thrombus was suspected but not confirmed. The placement of the impella was aborted. There was no patient harm.